Event description:
It was reported that the patient experienced a blood glucose (bg) of 574 mg/dl with large ketones and lethargy; the reporter stated that the patient was experiencing elevated bg for a few weeks. The reporter indicated that the patient's health care provider was aware of the patient's elevations and that the pump basal rates needed to be adjusted. The reporter indicated that the patient was using a temporary increased basal. The reporter confirmed that the pump settings were correct. The reporter stated that the patient's diet, weight, and activity level were unchanged. The reporter indicated that the current site had no discoloration, bleeding, leaking, or bent cannula however the patient had previous issues with redness and hardness at the insertion sites. The reporter stated that the site was changed every two days using arms, legs, buttocks, and abdomen. Customer support advised that it appeared that the pump was working fine. The reporter stated that the patient was to see a health care provider to review settings and health status. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad is torn over the up and down arrow buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.